Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the attachment device overheated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device overheating was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device cutter could not be inserted into this attachment device and the nose tube was damaged (flared out on the end). It was determined that the cutter device could not be inserted because the bearings were worn out not allowing the cutter to pass through. It was determined that this was caused by worn out bearings from normal wear and servicing over time. It was determined that the flared nose tube was indicative of excessive side loading causing the cutter to flex and to come in contact with the nose tube caused from misuse, abuse and or error. If additional information should become available, a supplemental medwatch will be submitted accordingly.